Manufacturer narrative:
Follow-up 10/18/2016: customer reported that after speaking with tandem technical support on the date of the malfunction, they went to the emergency room (ER) because their blood glucose (bg) levels remained elevated at 380 (mg/dl). While in the ER, it was determined that the customer experienced diabetic ketoacidosis. Customer was treated with insulin, fluids, and a medication for nausea. Customer was released later that day with a bg level of 150 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 325 (mg/dl), and indicated that an injection was administered to address the bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.